Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes, date: (B)(6) 2011 result: bilateral occlusion. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia and anaemia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, anaemia, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporter information updated, patient demography added. New events - pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia, psych injury were added. Outcome of event pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), anemia were updated as recovered/resolved. Case is now incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test: yes, date :(B)(6) 2011 result : bilateral occlusion. Concurrent conditions included headache, dysplasia, leg pain, vaginal discomfort, constipation, vaginal irritation and vulvitis. Concomitant products included topiramate for migraine and nsaids and paracetamol (acetaminophen) for pelvic pain female. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (vaginal, menorrhagia)"), anaemia ("anemia/ blood or heart disorder/condition type: anemia"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraines/headaches"), anxiety ("psychological of psychiatric problems: depression and mental anguish") and depression ("psychological of psychiatric problems: depression and mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, anaemia and vaginal haemorrhage had resolved, the psychological trauma, migraine, anxiety and depression outcome was unknown and the dysmenorrhoea was resolving. The reporter considered abdominal pain, anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, migraine, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in insertion dates: (B)(6) 2013, (B)(6) 2011 discrepancy noted in essure insertion date, it was given (B)(6) 2011 initially, but in current pfs (B)(6) 2010 was given diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded; on (B)(6) 2011: satisfactory placement and occlusion both essure coils. Pathology test - on (B)(6) 2015: myometrium distorted by multiple well circumscribed nodules with gray-white whorled cut surfaces. Larges nodule is 3.0cm and demonstrates areas of red hemorrhage and possible degeneration. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: menorrhagia, anemia quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs & mr received: new events vaginal bleeding, dysmenorrhea, migraines, depression, anxiety were added. Date of insertion was updated. Events onset date, reporters, lab data, treatment drugs and concomitant condition was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.